Event description:
At one week appointment, patient had epithelial ingrowth and diffuse lamellar keratitis (dlk). Patient returned on (B)(6) 2013 for flap lift and rinse. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/20 on the right eye and 20/40 on the left eye. Best corrected visual acuity bcva on (B)(6) 2013 was 20/20 on the right eye and 20/20 on the left eye. Patient had blurry vision on the left eye.

Manufacturer narrative:
(B)(4). Evaluation codes: the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Date of event was on (B)(6) 2013. This case was also determined to be part of a dlk cluster where the customer reported two cases of diffuse lamellar keratitis (dlk). Refer to MDR report 3006695864-2013-00278 for the first patient. Amo's clinical development manager spoke with the customer. Physician does not feel dlk related to laser. Cdm discussed possible causes of dlk with physician such as cleaning regimen; new products being introduced and venting being cleaned and new filters put in. Staff follows lca protocol for cleaning very closely. No new products introduced into surgery. No new drop regimen either. Nothing specific stood out while cdm observed surgery. Staff very specific following sterile protocol as best they can both during and before surgery. Placeholder.